Event description:
Patient was presented to the interventional lab for an angioplasty procedure of the right common lliac artery. The vessel was described as heavily calcified and moderately tortuous. It is noted that the lliac artery had a stenosis of 82% and there was no information of the length of the lesion. The physician used a contralateral approach. After the lesion was accessed, the powerflex p3 balloon was placed at the stenosis. The balloon was inflated and ruptured at 6 atmospheres. There was no information as to what guidewire or inflation device was used. The balloon catheter was removed and another powerfles p3 balloon was used to complete the procedure. There was no reported patient complication.